Event description:
The complainant alleged during an attempt to analyze a pt (age unknown), the device would not analyze. However, the the medics then turned the device off then on and the device began to function appropriately. The complainant also indicated that the device displayed a "defib test short" message during a defib test cycle a few days after the initial malfunction. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction. The pt subsequently expired.